Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drops were seen out of the end of the tubing. Reportedly, there was a small amount of insulin leaking at the luer lock connection between the patient line and the infusion set. The customer changed the infusion set tubing and completed the load process. The customer's blood glucose level was not impacted.